Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The insulin pump had moisture damage motor assembly, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was 222 mg/dl and customer treated it with shot. The customer states that the belt clip was popped off. The insulin pump will be returned for analysis.